Manufacturer narrative:
Additional information : the device was received for evaluation. A visual inspection was performed which observed that the tubing was separated from the male luer. Additional inspection revealed that the solvent was applied uniformly in the circumference of the tube. The other components were correctly placed and according to specifications. A dimensional test was performed with no issues noted. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink continu-flo solution set pulls apart when trying to remove the blue protector cap. It was further reported that the cap was difficult to remove. This issue was identified during setup and prior to patient use. There was no patient involvement. No additional information is available.